Event description:
The following was reported by the pt and pt's social worker: it was alleged that on (B)(6) 2010 the pt underwent implant of a xenmatrix graft and later began to experience pain, nausea and vomiting. Pt complained of poor appetite. Pt states there is an abdominal bulge/distention and indicates the md told him the graft is loose and it was not a hernia recurrence and feels this is abdominal distention. Pt reports exploratory surgery is scheduled for (B)(6), 2012. Pt alleges numerous hospitalization, one of which was 5 months in hospital care and reports the situation has severely limited what he can and cannot do; it has impacted his quality of life greatly. The following is based on medical records provided by the pt: on (B)(6) 2010 - pt underwent repair of incisional hernia with xenmatrix graft. Lysis of adhesions was performed and separation of parts.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt reports various complications however the medical records provided only include the operative report at the time of implant. The pt reports an exploratory surgery is scheduled for the future and the md has noted a recurrence. Recurrence is a known adverse event listed in the product's IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, the graft remains implanted. With the currently available information, no conclusion can be drawn.